Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a surgical procedure the device malfunctioned, resulting in both implants deploying simultaneously and the surgeon being unable to complete a mattress stitch. During intra-operative use, the surgeon advanced the black deployment trigger and the first implant did not deploy. The trigger was returned to the original position and advanced again, at which point both implants deployed at the same time, preventing completion of the intended mattress stitch. Device was left implanted without completing the stitch. Attempts have been made and no further information has been provided.